Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that during an ipg replacement procedure on (B)(6) 2021 [related manufacturer reference number: 1627487-2021-13404], inside the patient's ipg site, the physician found a pocket sizer implanted with the ipg. The physician removed both the pocket sizer and ipg to resolve the issue.